Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog #42527900500, persona articular surface provisional shim, lot #62669938. Catalog #42527900504, persona articular surface provisional shim, lot #62716613. Catalog #42527900303, persona articular surface provisional shim, lot #62714276. Catalog #42527900500, persona articular surface provisional shim, lot #62669948. Catalog #42527900700, persona articular surface provisional shim, lot #62229862. This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface provisional shims are missing components.